Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to instability. An alumina head, 32mm poly liner and osteonics shell were revised to a trident ii multihole shell with four screws, mdm/adm liner construct, and c-taper lfit head. Rep provided the primary usage sheet and reported that no further information will be available.